Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: epicardial implantation of a micra¿ pacemaker in a premature neonate with congenital complete heart block. Journal of innovations in cardiac rhythm management. 2024; 15(1):5739¿5743. Doi: 10.19102/icrm.2024.15012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding epicardial implantation in a premature neonate. The authors described a patient who, in the immediate postoperative period, developed sudden rapid inspirations while on ventilatory assist. It was noted that ventricular pacing inappropriately activated the assist sensor. The rapid inspirations ceased with the adjustment of the respiratory support. Also postoperatively, the patient developed a minor superficial wound infection which was treated with antibiotics. The device remains in use. No additional adverse patient effects or product performance issues were reported.